Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model#: sc-4316, lot #: 17549332, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for explant was due to the patient was no longer using her device due to inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well post operatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.